Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the smart pass feature had programmed itself off and there was also some undersensing due to low intrinsic amplitudes. Defibrillation threshold (dft) testing was performed and there were the same observations. The field representative noted that the physician at implant did not believe in marking the patient, so they did not. Technical services recommended getting an x-ray and gave troubleshooting options. There was no other stored episode. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to sensing issues and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the smart pass feature had programmed itself off and there was also some undersensing due to low intrinsic amplitudes. Defibrillation threshold (dft) testing was performed and there were the same observations. The field representative noted that the physician at implant did not believe in marking the patient, so they did not. Technical services recommended getting an x-ray and gave troubleshooting options. There was no other stored episode. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to sensing issues and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to update fields e3: occupation and h6 impact codes.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smart pass feature had programmed itself off and there was also some undersensing due to low intrinsic amplitudes. Defibrillation threshold (dft) testing was performed and there were the same observations. The field representative noted that the physician at implant did not believe in marking the patient, so they did not. Technical services recommended getting an x-ray and gave troubleshooting options. There was no other stored episode. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to sensing issues and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported.